Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -11.00/+2.0/83 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. It was reported the patient has refractive surprise. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Manufacturer narrative:
Additional information: b5: on (B)(6) 2023 the lens was exchanged for a similar lens with a different diopter. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).